Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown. Upon turning the pump back on the customer received a continuous glucose monitor error 42. Customer's bleed glucose (bg) level was "high". Customer delivered boluses to address bg level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.